Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had observed for months the lack of improvements in controlling the pain. The patient consulted with a new surgeon and had a cat scan. The patient requested to have the stimulator removed on (B)(6)2017 during a lower back surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of non-malignant pain. It was reported that the patient had their stimulator (ins) explanted in the middle of (B)(6) 2017 because the therapy was not being effective and was not covering their pain. The patient noted that the change in their therapy/symptoms was gradual, starting about 4-6 months prior to explant. They decided since the therapy was not helping that they would not charge it any longer, and they were having surgery and asked them to remove the implant at that time. No further complications were reported or anticipated.